Event description:
Same case as 2134265-2014-08385 and 2134265-2014-08386. It was reported that automatic pullback failure has occurred. During a procedure to treat an unknown target lesion, a motor drive unit was used. However, automatic pullback failure has occurred and no image was shown. They needed to change a new motor drive unit 5 to complete the procedure. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).